Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 14 mmol/l. The customer stated that he tried multiple sensors and continued to experience recurring change sensor alerts. The customer stated that he readjusted the pump and got check sensor site. The customer stated that he pressed yes and lost signal. The customer stated that the transmitter did not blink when connected to the sensor. The customer was advised to check for bent, damaged or retracted sensor. The customer stated that the electrode is not there. The customer will be sent replacement sensors.